Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tube perforation') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included tonsillectomy, arthritis, asthma and hot flashes. Concurrent conditions included body mass index normal. Concomitant products included bupropion, bupropion hydrochloride (wellbutrin), butalbital; caffeine; paracetamol (fioricet), fexofenadine, olanzapine (zolafren) and ondansetron. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding") and menorrhagia ("abnormal bleeding (menorrhagia)/other ¿ heavy clotting"). In (B)(6) 2010, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse),"). In (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2011, the patient experienced mood swings ("hormonal changes"). In 2011, the patient was found to have weight increased. In (B)(6) 2011, the patient experienced urinary tract infection, anxiety ("psychological or psychiatric problems") and depression ("psychological or psychiatric problems ¿ depression"). In (B)(6) 2012, the patient experienced fatigue. In (B)(6) 2012, the patient experienced abdominal pain ("left abdominal") and abdominal pain upper ("gastrointestinal or digestive system condition ¿ stomach pain"). In 2013, the patient experienced visual impairment ("vision/eye problems ¿ worsening vision"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain and hypersensitivity. The patient was treated with surgery (salpingectomy. (Bilateral}, hysterectomy. (Partial)/laparoscopic-assisted vaginal hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, hypersensitivity, dyspareunia, mood swings, visual impairment and weight increased outcome was unknown and the pelvic pain, abdominal pain, fatigue, vaginal haemorrhage, menorrhagia, dysmenorrhoea, abdominal pain upper, urinary tract infection, anxiety and depression was resolving. The reporter considered abdominal pain, abdominal pain upper, anxiety, depression, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, hypersensitivity, menorrhagia, mood swings, pelvic pain, urinary tract infection, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: she had received treatment for fallopian tube perforation discrepancy noted date of insertion: (B)(6) 2009, (B)(6) 2008. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.6 kg/sqm. Hysterosalpingogram in (B)(6) 2009: bilateral occlusion the second time. Imaging procedure on (B)(6) 2009: essure confirmation test(s)(unspecified): bilateral occlusion. Pathology test on (B)(6) 2018: uterus, cervix and bilateral fallopian tubes: hysterectomy, 58 gm. Atrophic endometrium. Unremarkable bilateral fallopian tubes. Unremarkable cervix and endocervical canal. Intact foreign implants in bilateral fallopian tubes in place, consistent with essure devices. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-dec-2019: pfs received. New events: abnormal bleeding (vaginal, menorrhagia), dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, gastrointestinal or digestive system condition stomach pain, infection uti, pain, psychological or psychiatric problems anxiety, depression; mood swings, vision/eye problems worsening vision, weight gain were added. New reporters, concomitant conditions and drugs added. Historical conditions and lab data added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tube perforation') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), hypersensitivity ("hypersensitivity") and fatigue ("fatigue"). The patient was treated with surgery (essure removed by salpingectomy. (Bilateral},hysterectomy. (Partial)). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, pelvic pain, abdominal pain and hypersensitivity outcome was unknown. The reporter considered abdominal pain, fallopian tube perforation, fatigue, hypersensitivity and pelvic pain to be related to essure. The reporter commented: she had received treatment for fallopian tube perforation. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2009: essure confirmation test(s)(unspecified) :bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received: fallopian tube perforation, pelvic pain, abdominal pain, hypersensitivity and fatigue. Patient demographic details, reporter and product information was added. Lab dada added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.